Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's ipg was shocking the pocket area. It was suspected that pocket pain was coming from a nerve at the pocket site. The patient underwent a revision procedure wherein the ipg was replaced and moved higher. The physician suspected device malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the device passed all tests performed. Impedance measurements were within the expected range. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Since the associated leads were not returned for analysis, the ipg was investigated with known good test leads. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient's ipg was shocking the pocket area. It was suspected that pocket pain was coming from a nerve at the pocket site. The patient underwent a revision procedure wherein the ipg was replaced and moved higher. The physician suspected device malfunction. The patient was doing well postoperatively.